Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed "force sensor bgnd test¿. Reporter stated they attempted to repair the device following the alarm via installing a new plunger head service kit and recalibration. However, following the customer's repairs, the alarm remained. There was unknown patient involvement at the time of the original issue. No patient harm/adverse event was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.